Event description:
It was reported that high impedances were measured on the implantable neurostimulator (ins) and the patient had a return of tremor. The following impedances were measured: c-8 = 33863, c-11 = 3669, 8-9 = 29706, 8-10 = 29990, and 8-11 = 34993 ohms. During a revision, the ins battery connections were checked by unplugging and plugging in the extension. After checking the ins connections, impedances were measured to be 3400 ohms on c-11 and 4176 ohms on 8-11. No lead fractures were noted. The product issue was resolved after the revision and the patient was receiving effective therapy with good tremor control.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3 387s-40, lot# va04h8g, implanted: (B)(6) 2012, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v895980, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID :3387s-40, lot# va04h8g, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v895980, implanted: (B)(6) 2011, product type: lead .

Event description:
Additional information received from the rep reported pre-operation replacement impedance was high on all combinations of 8 and 11: c/8 18296, c/11 5393, 8/9 18085, 8/10 18512, 8/11 24986, 9/11 5558, 10/11 5019. The patient was not programmed on any of those contacts. When they tested extension connection they found similar results. After connecting the new generator to the existing extensions new impedance on the right was: c/8 21573, c/11 5031, 8/9 18415, 8/10 19683, 8/11 26254, 9/11 5241, 20/114744. The left was also high: c/2, 0/2, 1/2, 2/3 greater than 40 ,000. The issue was not resolved at the time.